Manufacturer narrative:
(B)(4). After going over some possible technical support techniques the customer noted a hole in the rubber elbow on the muffler assembly. At this time, vyaire medical has not received the suspect device/component for evaluation. Therefore no root cause can be established. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported low delivered volumes on the vela ventilator. The customer reported that there was no patient involvement associated with the reported event.